Event description:
It was reported device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on(B)(6) 2025. Multiple recaptures were performed during the initial implant procedure due to challenging anatomy, and it was noted that the device had a shoulder of 1/3 or more at 135 degrees. It was noted that a slight proximal shift occurred post release, however the closure device still met position, anchor, size and seal (pass) criteria. The patient was discharged. At the routine 45-day follow-up, computed tomography (CT) and transesophageal echocardiography (tee) imaging showed that the closure device had shifted more proximal resulting in sub fabric leak and no longer met pass criteria. There was no evidence of thrombus. No intervention is planned at this time. The patient will continue on oral anticoagulation medication and will have repeat imaging in six (6) weeks.